Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited low within range shock impedance measurements during daily measurements, as well as shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.